Manufacturer narrative:
The investigation determined that higher than expected vitros lactate (lac) results were obtained from a vitros performance verifier (pv) quality control (qc) fluid when tested using vitros lac slides lot 3530-0104-6743 on a vitros 350 chemistry system. The most likely cause of the higher than expected vitros lac quality control results is an instrument issue due to suboptimal laboratory conditions. After laboratory conditions returned to an optimal state, acceptable quality control results were obtained using the same calibration parameters. A suboptimal calibration is not a likely contributor to the event as acceptable qc results were initially obtained from the (B)(6) 2019 calibration and then later the same day unacceptable qc results were obtained from the same (B)(6) calibration with the only change being the increase in the laboratory temperature and humidity. After laboratory conditions returned to an optimal state and correction factors were run and quality control results returned to expectations using the same calibration parameters. Based on historical quality control results, an issue with the vitros lac reagent lot 3530-0104-6743 is not a likely contributing factor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros lac reagent lot 3530-0104-6743.

Event description:
A customer obtained higher than expected vitros lactate (lac) results from a vitros performance verifier (pv) quality control (qc) fluid when tested using vitros lac slides lot 3530-0104-6743 on a vitros 350 chemistry system. Vitros pvii, lot j6978 results of 4.6 mmol/l and 4.4 mmol/l versus an expected result of 3.79 mmol/l biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros lac results were obtained from a non-patient fluid. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho).complaint numbers (B)(4).